Event description:
It was reported by the affiliate that during a laparoscopic sigma procedure, after firing the instrument, the surgeon saw a hole about 1.5 cm. Outside the anastomosis laid no formed staples. The case was completed by hand suture and no device will be returned.